Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and advised the customer to wear personal protective equipment to clean up the spillage. Service visited the site on (B)(4) 2011 but could not observe the leak. The field service engineer (fse) found that one of the pressure lines of the compressor had broken in its pump fitting, and replaced the pump fitting to correct the issue. The fse also performed preventive maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron cx9 alx clinical system. There was a spill on the floor. No injury was reported, and there was no effect to patient or user.